Event description:
It was reported that during a trial case, the physician accidentally pulled a trial lead back through a needle when the bevel was not faced up which caused two most distal contacts to be severed from the lead and was left inside the patients body. The lead was removed, and the patient was not experiencing any issues postoperatively.

Manufacturer narrative:
Sc-2316-50e. Sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the distal tip and electrodes # 1 and 2 were separated from the distal array and both were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees celsius when the lead was retracted from the needle. Based on the dfu an angle of more than 45 degrees celsius increases the risk of lead damage.

Event description:
It was reported that during a trial case, the physician accidentally pulled a trial lead back through a needle when the bevel was not faced up which caused two most distal contacts to be severed from the lead and was left inside the patients body. The lead was removed, and the patient was not experiencing any issues postoperatively.

Event description:
It was reported that during a trial case, the physician accidentally pulled a trial lead back through a needle when the bevel was not faced up which caused two most distal contacts to be severed from the lead and was left inside the patients body. The lead was removed, and the patient was not experiencing any issues postoperatively. Additional information received that abandoned electrode was removed without incident.

Manufacturer narrative:
Sc-2316-50e sn: (B)(6). The returned lead was analyzed, visual inspection revealed that the distal tip and electrodes # 1 and 2 were separated from the distal array and both were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees celsius when the lead was retracted from the needle. Based on the dfu an angle of more than 45 degrees celsius increases the risk of lead damage. With all the available information, boston scientific concludes that the allegation of lead body damage was confirmed.